Manufacturer narrative:
Additional codes added to evaluation codes - result and conclusion. Device evaluation summary: the inspiratory printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and found relevant error codes and the unit had a proportional solenoid (psol) stuck open. The se replaced the air psol valve and the inspiratory module printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator became inoperable. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The proportional solenoid (psol) was returned for failure investigation. The psol was installed into a failure investigation test ventilator for analysis. Air and 02 gases were connected; an audible gas leak was emitting from the returned psol. The unit was powered on and failed the power on self test (post). An analysis of the psol was conducted and it was suspected that the poppet assembly had become stiff resulting in misalignment of the poppet from the seat carrier, leaning to one side which was the root cause of the leak. If information is provided in the future, a supplemental report will be issued.